Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the stapler failed in a laparoscopic hernia before it was applied on the pt. Apparently the surgeon had not used it frequently and was unsure how to take out the staple when it got stuck. The pt was never in any danger at anytime. There was no consequence to the pt.